Event description:
Unk

Manufacturer narrative:
One rod and one set screw were returned. The rod has marring at three locations where set screws were clamped on the rod. One location shows signs that there was movement between the rod and body/set screw assembly. There are two markings (one for each side of the set screw contacting the rod) on the rod at this location. Marring originates at one of the two indicating the only one side of the set screw was making contact with the rod at the time when the rod started to move. The middle set screw appears to have been tightened, loosened, repositioned, and re-tightened. Marring on the bottom surface of the set screw shows marring 360 degrees around the bottom surface indicating that it was applying force to reduce the rod for a minimum of 180 degrees of movement. There is an inner ring of unmarred surface indicating the rod was not flush with the set screw for at least a good portion of the tightening sequence. The cause for loosening appears to be related to the set screw not making flush contact with the rod.